Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was explanted due to suspected premature battery depletion. This device recorded end of life approximately five years after implant. This pacemaker is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the above-referenced pacemaker exhibited higher than expected power consumption during a device follow-up check in october 2020. Device data was sent to bsc technical services (ts) for engineering review. Data analysis confirmed that the device was sensing a high atrial rate of approximately 230 beats per minute (bpm) due to the patient being in persistent atrial fibrillation (af) that started approximately three months earlier. Prior to the onset of af, the device power consumption was as expected given device programming and the amount of pacing occurring. The increase in power consumption due to the increased rate of atrial sensing is expected device operation. Ts discussed that programming the device to a non-atrial sensing mode will eliminate the burden of fast atrial sensing and reduce power consumption; however, it is physician discretion to weigh the benefits of maintaining atrial sensing compared to increased longevity. This device was confirmed to have triggered the elective replacement indicator (eri) after explant, but end of life was never reached.